Event description:
It is alleged that "patient received a cook tulip filter. Patient is alleging filter perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(6). Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5 and h6. Additional information: investigation the investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges the following: multiple prongs of the tulip filter have perforated the patient's inferior vena cava (ivc). One strut extended to touch the aorta. As a result, the patient underwent a surgical removal procedure, which required advanced techniques and surgical tools.

Event description:
Patient allegedly received a gunther tulip filter via the right common femoral vein due to pulmonary embolus (pe). This was followed by a complex, percutaneous retrieval procedure which required the use of forceps on (B)(6) 2020. Patient is alleging vena cava perforation abutting another organ and complex retrieval procedure. Patient notes and further alleges experiencing fear, anxiety, limited physical activity per a computed tomography (CT) abdomen/pelvis: "cook gunther tulip filter. Caval perforation: yes. 3.80 mm grade 3 extending to the periphery of the abdominal aorta. Tilt: no. Migration: yes. Apex of the caval filter is at the level of the right renal vein. Pertinent negatives: none. Additional findings: none". Per the successful ivc filter retrieval report: "using bronchoscopic forceps, the filter was removed. Examination of the filter revealed the entire filter was removed". "The patient tolerated the procedure well without immediate complication".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: complex retrieval, migration, fear, anxiety, limited physical activity. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported fear, anxiety, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.